Event description:
Crrt [continuous renal replacement therapy] alarm kept alarming effluent flow error during use. Troubleshooting was unsuccessful as there was nothing causing a flow error. Multiple crrt trained nurses attempted to fix issue. Issue occurred so many times during use in a few hour period that user was unable to pull off fluid from patient due to frequent cessations in therapy. Blood was returned to patient; machine was taken out of service. Crrt was re-started with new machine- no similar issues occurred for remainder of shift with new machine. Manufacturer response for hemodialysis units, renal, continuous replacement therapy, prisma flex (per site reporter). Spoke with tech support: recommend testing pressure pods, scales, running patient sim and if passes we may return to patient use. Based on findings/results, contact tech support back to create ticket for patient event (event created with OEM for record purposes only).